Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient did not charge their ipg as recommended, causing the ipg to become inoperable. Manufacturer's representative met with the patient and confirmed that the ipg would not communicate with external devices. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that the surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
The directions for use, states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.